Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc on the left breast implant and with mentor memorygel breast implant 400cc on the right breast implant and suffered from a capsular contracture on the left breast implant. The patient could feel the edge of the implants. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 550cc on the left side and with mentor memorygel breast implant 600cc on the right side on (B)(6) 2013. This medwatch is for the right breast implant.

Manufacturer narrative:
On 9/18/2020, a manufacturing record evaluation was performed for the finished device 6413923 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).